Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 psol, inspiratory flow sensor, exhalation flow sensor, inspiratory pcb, and analog interface (ai) pcb. The unit passed extended self-testing.